Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed june 29, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.